Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Analysis of the submitted log files confirmed an elevation in pump power and estimated flow; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file did not indicate any interruptions in pump support or suspect driveline related issues; however, damage to the previous driveline repair site was confirmed through the submitted images provided by the account. The submitted log file contained data from 25nov2018 through 10jan2019. A transient elevation in pump power and estimated flow was observed on (B)(6) 2018 at 11:47:41 pm. This elevation appeared to be associated with a pi event; however, a specific cause could not be conclusively determined through this evaluation. Despite the fluctuation in pump parameters, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The hmii lvas IFU and patient handbook provide information on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents also outline indications of driveline damage as well as how to respond to such events. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.

Manufacturer narrative:
The approximate age of the device is 3 years and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that a previous percutaneous lead replacement site had separated, revealing the wires with shield intact. Rescue tape was applied. No alarms were noted. The cause of the damage is unknown. No pump stoppages occurred. The patient refused a second driveline replacement.